Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure, and the flow rate was fixed at 4ml even though the output was at 50w during ablation. It occurred at the 4th or 5th ablation. The issue was improved upon rebooting the system. The procedure was continued as it was and was completed without patient consequence. Additional information was received. It was indicated that the generator was on automatic mode. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no errors displayed. Device evaluation details: remote support confirmed the unit was performing as intended; therefore, no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure, and the flow rate was fixed at 4ml even though the output was at 50w during ablation. It occurred at the 4th or 5th ablation. The issue was improved upon rebooting the system. The procedure was continued as it was and was completed without patient consequence. Additional information was received. It was indicated that the generator was on automatic mode. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. There were no errors displayed.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, no catheter information was provided. Follow-up is in progress. Therefore, processed with the ablation catheter information of the qdot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).